Manufacturer narrative:
(B)(4).

Event description:
At the clinic visit, threshold and impedance were higher than previously noted. Likely micro-dislodgement. No actions have been taken yet. This is all of the information provided to us at this time. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.